Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, one opening on valve bond edge side assessed as unidentified (tear) opening, one opening on valve side assessed as cracked valve seat diaphragm valve and one opening anterior side assessed as surgical damage. Additional observations: creases are observed. Wear abrasion is observed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported right side "deflation." The device has been explanted.

Event description:
Healthcare professional reported right side "deflation." The device has been explanted.

Event description:
Healthcare professional reported right side "deflation." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.